Event description:
In 2006, the access pod of the m100 prisma filter set exploded while they unloaded the filter set from the machine after the nurse discontinued pt treatment due to clotting. The lot no. For this set was 05f1368g.